Event description:
Healthcare professional reported unknown side "exchange on a patient who¿s te was deflated. We believe this to be a result of their dog jumping on their chest, but want to send in the implant to be sure." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, yellow particles in device inner surface and one curved opening at the edge of the insert to shell bond area in the anterior 1 location. A microscopic analysis and leak test were performed which identified that the curved opening has a sharp pattern. A dimension measurement in the shell was performed which identified the thickness within specification. The measurement of the opening is 4.0 mm. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: an opening with a sharp pattern at the edge of the insert to shell bond area assessed as an unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported unknown side "exchange on a patient who¿s te was deflated. We believe this to be a result of their dog jumping on their chest, but want to send in the implant to be sure." The device has been explanted and replaced.